Manufacturer narrative:
The device (referenced in this report) was not returned to olympus terumo biomaterials corp. For eval. The device history record was reviewed, and no irregularities were noted. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Device used after expiration date. A device past expiry was implanted during hto (high tibial osteotomy) pressure. There was no report of pt injury.